Event description:
After an initially successful aaa procedure ((B)(6) 2012), the patient recovered well. This aaa was done with a zenith device from cook. The device is placed over a 260 cm lunderquist wire guide, and during this procedure the physician also used a calibrated pigtail catheter (nr5.0 prefix). Beginning of (B)(6) 2013 the patient presented himself with an acute stroke in the ER, where the radiologist performed an ultrasound of the carotid artery. He saw a corpus alienum in the internal carotid artery, confirmed later by x-ray. Patient is referred to another hospital where they removed the corpus alienum by surgery several weeks later due to the patient condition. They found the peel away stretcher form the pigtail catheter located inside the carotid artery. Patient has had a major stroke. Current symptoms of the patient are hemiplegia and aphasia and is currently recovering.

Manufacturer narrative:
Additional device info: cat #: nr5.0-35-100-p-10s-pig-wsc. (B)(4). Event eval: still under investigation.